Event description:
A report was received that the patient was not able to connect ipg to charger. It was believed that the battery had shifted. The patient underwent a revision procedure. The patient was reportedly doing well post operatively.